Event description:
The customer reported the sys was not shooting images, no images being produced. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.